Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
During prep, the air was noted in the hub of dcs coil. During the preparation, the air was noted in the hub of the trufill dcs, (635f00408). The coil could not be purged and the gauge did not increase while pressurizing the syringe to the blue zone. Reportedly, the gauge of the syringe did not decrease after pressurizing it to blue zone. No other information was available. There was no defect on the outer box and sterile pouch. The product was properly stored in the storage area. The product was not clinically used.